Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant on tooth site #14 was removed due to a sinus perforation and infection. Symptoms of the event: inflammation.

Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. Correction: the initial report, MFR report number MFR# 0001.038806-2023-00687 that was submitted on april 12, 2023 was submitted under the wrong manufacturing site and is a duplicate of MFR report number 0002023141-2024-00175. Therefore, this supplemental mw is being submitted as a retraction due to duplication of MFR report number 0002023141-2024-00175. All details regarding this event will be processed and documented under (B)(4), MFR report number 0002023141-2024-00175. No additional reports will be submitted under MFR report number 0001.038806-2023-00687.

Event description:
Upon investigation, the item# for this event was identified. Based on the new item# , the initial mw submitted on 4/12/2023 under (B)(4) (MFR# 0001.038806-2023-00687) was submitted under the wrong manufacturing site. This supplemental mw is being submitted as a correction report, retracting this report as a duplicate of MFR report of (B)(4), 0002023141-2024-00175.